Manufacturer narrative:
Concomitant medical products: product ID 3889-28, serial# unknown, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that they didn't succeed to completely remove the electrode during explantation and the distal part of the electrode is still in patient sacrum.